Event description:
A hosp via cardinal health wanted to know why the mr850 humidifier did not alarm when the breathing circuit heater wire made a hole in the circuit tubing. The breathing circuit is mfg by cardinal health, model airlife rt509 852.

Manufacturer narrative:
This report was prepared by rep: analysis of event description. Results: the mr850 humidifier is not designed for monitoring and alarming of leaks in the breathing tubing. It is designed to monitor for over temperatures of gas delivered to the pt only and alarm accordingly. The ventilator, that controls the gas flow, alarms if there is a significant drop in pressure from a hole in the tube or other leak. Conclusion: there is nothing to suggest the device was deficient from the event description. Without the device to investigate no conclusion can be made as to the performance of the humidifier. It is likely that the malfunction has occurred in the breathing tube to cause the hole in the tube.